Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown cage/spacers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: liang, g. Et al. (2019), sagittal alignment outcomes in lordotic cervical spine: does three-level anterior cervical discectomy and fusion outperform laminoplasty?, spine volume 44, number 15, pp e882¿e888 (china). The present study prospectively investigated the cervical sagittal alignment outcomes of three-level anterior cervical discectomy and fusion (acdf) and plate-only open-door laminoplasty (lamp) in patients with lordotic cervical spine, aimed to compare the ability of preserving cervical lordosis after these two approaches. Between 2012 and 2016, 60 patients, all of whom had lordotic cervical spines and underwent three-level acdf (n=22) or lamp (n=38) for the treatment of multilevel cervical spondylotic myelopathy. The implants used for acdf are lordotic cages (depuy synthes, ma) filled with local bone graft (obtained from the endplate preparation) or iliac autograft bone were implanted, followed by the plate-screws instrumentation. The following complications were reported as follows: there were 22 patients and 66 treatment levels in the acdf group, and cage subsidence (defined as disc height >2mm) was observed in 4 patients and in 8 intervertebral spaces. This report is for an unknown synthes cages. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).